Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
A user facility reported that a blood leak occurred within the first minute of treatment. The machine alarmed and the alarm would not clear. The staff noticed blood in the red (arterial) hansen connector. The blood remained within the hansen connector and did not spill or leak out. Blood flow rate 400 ml/minute; dialysate flow rate 600 ml/minute. Blood was not returned to the patient; estimated blood loss was 150 ml. Patient was asymptomatic and no medical intervention was required. Treatment was re-set up and completed on another machine and the patient was fine. Sample is available.